Manufacturer narrative:
Device evaluated by manufacturer: visual inspection performed: the guidewire returned together with its original opened pouch. A section of the distal tip was separated from the guidewire body but it remained attached to it through the coil wire; besides, the coil wire was found stretched. The separated area was located approximately at 199.9 cm from the proximal end. The core wire was detached from the distal solder ball. The distal tip was bent. The coating of the guidewire surface was in good condition, no damages were observed on it. No more visual damages were found in the device. Microscope inspection performed: detailed pictures of the affected area were captured. Dimensional inspection revealed that the outer diameter (od) of middle of the device, proximal section was within specification. However, overall length and outer diameter of distal tip could not be performed due to device condition (distal tip separated).

Event description:
It was reported that the coating of the wire came off. A 200cm x 10 cm fathom -14 guidewire was selected for use. During preparation, the tip of the wire was shaped and the distal coating came off the wire. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the coating of the wire came off. A 200cm x 10 cm fathom -14 guidewire was selected for use. During preparation, the tip of the wire was shaped and the distal coating came off the wire. The procedure was completed with a different device. No patient complications were reported.